Event description:
It has been reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. The rv lead was inserted into the header and the physician noticed that the header appeared cloudy. The ra lead was inserted to see if the cloudiness was fluid in the ra lead port. The cloudiness did not dissipate. The physician was concerned about the appearance of the header near the suture. A new ICD was implanted to complete the case due to the unusual appearance of the header. No patient adverse events were reported. This product was not returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing, pacing and sensing were completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It has been reported that this implantable cardioverter defibrillator (ICD) was an attempted implant. The rv lead was inserted into the header and the physician noticed that the header appeared cloudy. The ra lead was inserted to see if the cloudiness was fluid in the ra lead port. The cloudiness did not dissipate. The physician was concerned about the appearance of the header near the suture. A new ICD was implanted to complete the case due to the unusual appearance of the header. No patient adverse events were reported. This product was not returned for analysis.